Manufacturer narrative:
Additional MDR's associated with this event: MDR 3025141-2016-00125: arh slide-loc head; MDR 3025141-2016-00126: arh slide-loc neck.

Event description:
A slide-loc anatomic radial head was implanted on (B)(6) 2016. At some point post-op, the head/neck assembly of the implant partially disassociated from the stem. On (B)(6) 2016, revision surgery was performed - a new head and neck were implanted on the same stem.